Event description:
It was reported that the implantable cardiac monitor (icm) "never captures a cardiac event." The device status was unknown. No patient complications have been reported as a result of this event.